Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: connectors where the bed sections bolt together; tighten as necessary, siderail latching mechanisms, and caster braking systems. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. There was no patient/user injury, medical intervention, symptom, or adverse event reported.